Event description:
Major pump unit(s) involved: blood pump. Inflow cannula malposition since weight loss. Specific component(s) involved: inflow graft malfunction/malposition. Cannula has moved laterally. Causative or contributing factor: no specific contributing cause identified. Intervention(s): none. Implant device type: lvad.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. A partial lead was returned for evaluation. Without the entire lead, a complete evaluation could not be performed.

Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to noise on the ventricular lead. Upon follow- up, it was noted that the patient will be treated with medication and the lead will remain implanted..